Event description:
This x25 torque driver was found to be difficult to tighten the caps with. As such, the surgeon felt like a replacement was necessary given the fact that it is slightly stripped at the end tip. The case was completed with the other x25 torque driver from the expedium 5.5 system.

Manufacturer narrative:
One (1) mmsi final tightener ¿x25 driver [product code: 2797-12-600, lot no: gm4065501] was returned to the complaints handling unit (chu) for evaluation. Visual examination indicated that approximately 0.5mm of the hexlobes on the x25 driver¿s distal tip had become stripped. Also, the observed damage notes that it is in the direction of tightening. This damage is consistent with a driver that was on axis but was not fully seated during use. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the x25 driver distal tip becoming stripped cannot be positively determined. However, the observed damage is localized to the tip of the driver feature suggesting that a possible root cause may likely be that the driver was not fully seated in the setscrew during the tightening step. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.